Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: customer stated that discovered the issue prior to or after reprocessing. Wires were exposed due to insulation damage, but the wire was not broken in half. It is unknown if there was any loss of cautery, thermal damage, or arcing observed. There was no instrument collision, and the procedure was completed with the same instrument. After completion of the procedure the instrument was inspected, and the issue was found at the reported inspection. Nothing fell into the patient and patient demographics were not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end and no damage was found on the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a broken conductor wire. There was no report of patient involvement.